Event description:
Additional information received from a consumer reported the patient had low back pain, weight loss, diarrhea, indigestion, nausea, vomiting, poor appetite, unable to rise from sit to stand, and tenderness. It was noted the patient's pump had started alarming, on (B)(6) 2017, and had had an appointment two days later. On (B)(6) 2017, the alarm had stopped, but at the appointment that day it resumed. The patient was examined and the it was determined a replacement was need. The pump was replaced that day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient who was receiving 5000mcg/ml fentanyl at a dose of 2401.5mcg/day, and 250mcg/ml baclofen at a dose of 120.07mcg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was alarming. The hcp confirmed medicine was in the pump and werent sure why it was beeping so they called a manufacturer's representative to come out to interrogate the pump. Upon initial interrogation a motor stall was noted. It was reported the patient did not recently have a magnetic resonance imaging (MRI) scan. It was reported the stall occurred at (B)(6) 2017 at 05:40. It was reported that the motor stall had not recovered. The hcp reported the patient had withdrawal symptoms and the patient reported that they had symptoms of feeling cold and then feeling sweaty and was having muscle pains. No further complications were anticipated/reported.